Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used in the common bile duct during a choledocholithotomy procedure. (Exact procedure date unknown). According to the complainant, during the procedure, the flexima plus biliary stent was implanted in the target location with no issues to the patient. However, several days after the procedure, it was confirmed that the stent migrated deeper into the patient's bile duct. Additional monitoring of the patient was required. The migrated stent was removed from the patient and the patient's current condition is stable.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used in the common bile duct during a choledocholithotomy procedure. (Exact procedure date unknown). According to the complainant, during the procedure, the flexima plus biliary stent was implanted in the target location with no issues to the patient. After the stent was implanted, it was noted that the proximal barb of the stent would not 'expand' as desired. Several days after the procedure, it was confirmed that the stent migrated deeper into the patient's bile duct. Additional monitoring of the patient was required. The migrated stent was removed from the patient and the patient's current condition is stable. Additional information received on 15jun2016. The physician initially reported 3 unrelated cases of a flexima plus biliary stent that migrated post procedure and required retrieval. On (B)(6) 2016 it was reported that for all three cases, the follow-up ercp procedures performed to remove the migrated stents were pre-scheduled stent removal procedures. The stents were not removed under ercp due to the migration, but were planned to be removed during this procedure. The physician reported that for one case (exact case not reported), when the physician checked the patient's duodenum for the migrated stent, the stent could not be found. The physician suspected that the stent had migrated into the bile duct. For the other two cases, the physician reported that the stents were removed from the patient using a retrieval balloon for two cases and a basket catheter for one case. It is unknown which device was used for which case. MDR ID 3005099803-2016-01666 created to report the 1st case. MDR ID 3005099803-2016-01679 created to report the 2nd case. MDR ID 3005099803-2016-01680 created to report the 3rd case.